Event description:
Biased low results were obtained on tacrolimus (tacr) patient samples. It is unknown if the patient results were reported to the physician. The account noted a trend in low patient results which they allege are erroneous. It is unknown if patient treatment was altered or prescribed based on the biased low tacr results. There was no report of adverse health consequences as a result of the biased low tacrolimus results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased low tacrolimus results is unknown. The reagent issue is under investigation by siemens healthcare diagnostics inc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
(B)(4). Siemens healthcare diagnostics inc. Issued an urgent medical device recall on (B)(4) 2013. The recall letter confirmed the complaint of low qc and patient sample recoveries with the dimension tacr flex reagent cartridge lot fa3316. The recall letter instructed customers to immediately discard any remaining reagent inventory of lot fa3316.